Event description:
Customer initially reported their abbott diabetes care device did not power on. The product was returned and investigated for a power issue, however during investigation the reader became hot to the touch. This report is being submitted due to the additional issue observed during returned product investigation.

Manufacturer narrative:
The customer¿s product has been returned and investigation is pending at this time. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This serves as a correction report. Section b-3 (date of event) was incorrectly documented in the previous report and has been updated.

Event description:
Customer initially reported their abbott diabetes care device did not power on. The product was returned and investigated for a power issue, however during investigation the reader became hot to the touch. This report is being submitted due to the additional issue observed during returned product investigation.